Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086717.

Event description:
It was reported that the patient experienced difficulties placing device on MRI mode on (B)(6) 2023, different positions were attempted and unsuccessful. On (B)(6) 2023 patient underwent full system explant due to the necessity of an MRI, leads and ipg explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.